Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: asahi soft; guiding catheter: al-1; inflation device: merit digital; sheath: 6fr 11cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two 2.5 x 15 mm otw trek balloons referenced are being filed under separate medwatch reports.

Event description:
It was reported that the target lesion was located in the right coronary artery (rca) with heavy calcification. During the attempt to pre-dilate the lesion, two 2.5 x 15 mm otw trek balloons and a 3.0 x 20 mm otw trek balloon, ruptured at nominal pressure. There was no resistance during advancement of the otw trek balloons and no issues were noted during preparation. A non-abbott 2.5 x 15 mm balloon and a non-abbott 3.0 x 20 mm balloon were used to pre-dilate the lesion. Then a xience xpedition stent was advanced; however it failed to cross the lesion. A 3.0 x 18 mm non-abbott stent was able to cross and was implanted. The procedure was completed successfully. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.